Event description:
The patient reported a total system explant (pump and catheter) due to a staph aureus infection contracted shortly after surgery. The patient was treated for the infection, but no outcome was provided. The drug in the patient's pump is unk. Additional information has been requested from the hcp, but was not available at the time of this report. See MFR #: 2182207-2007-01093.